Event description:
Device 3 of 4. Reference MFR report # 1627487-2012-12193, 12194, 12196. The patient reported he had severe pain, swelling and redness in his right lower leg two weeks following the implant surgery. The patient reportedly was hospitalized and treated with lovenox and coumadin for deep vein thrombosis. The sjm tm reported on (B)(6) 2012, the patient has made a full recovery. The patient has the stimulation on and getting good coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.